Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that veteran is heavier set and when he attempted to lift himself up on the frame, he put pressure on the siderails )f14scal) and they broke off. He did not harm himself but did mention the siderails were "cheaply made." Complaint #(B)(4) was entered into our system.